Manufacturer narrative:
Product analysis: analysis noted that the upper case was broken, the hinges were broken, the touch screen assembly was broken, and the stylus was broken. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a defect. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned for service. It was further reported that the programmer would not longer start up and displayed a black screen. The programmer subsequently tested out of specification during manufacturer's analysis.